Event description:
Info received from indicated that a nurse was injured on the chest and both arms as the nurse attempted to catch the monitor (65 lbs). Further investigation shows that the wrong screws was used to install the monitor channel to the monitor clamps assy. A 3/4 inch screws was used instead of the 1 inch called out on the drawings.